Event description:
Procedure type: anterior resection. According to the reporter: after applying the stapler, the leak test showed that only half the staple line was in place. The surgeon subsequently took down the anastomosis and set up a permanent colostomy.